Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified inflation media that was present within the inflation lumen. The device was soaked in a water bath to help soften the inflation media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal balloon bond. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found the shaft to be kinked on both sides of the proximal marker band. This type of damage is consistent with excessive force being applied to the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that balloon leak occured. The target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon catheter was advanced for dilation. However, during the procedure, it was found out that the contrast agent was leaking. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed balloon pinhole.